Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom. Review of the most recent repair record determined the motor speed was low and the motor was corroded, the insulation of the cable was damaged and the reciprocation arm was worn. The motor, plug harness assembly and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome was sent in for preventative maintenance. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the device's motor speed was low.